Event description:
Customer reported with a description of "phenomenon could not be identified in groups above" issue". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device inspection found nozzle clogged by a foreign material, cannot be removed due to buckling of nozzle. This report is being submitted for clogged nozzle by a foreign material due to buckling of nozzle (problems related to reprocessing, insufficient reprocessing issue) found on device evaluation.

Manufacturer narrative:
The subject device was received at regional repair center olympus france (rrc-ofr) and evaluation has started and still in progress. The final evaluation results has not yet been finalized . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus service business center (sbc) for inspection and found foreign material in the nozzle. Additionally, the repair center found bending section cover glue is separated and worn out . One light guide (lg)-rod lens unit is cracked, the up/ down (ud) angle lever rotates concurrently with the angle knob, scope connector electrical contacts are slightly damaged, and the air leak inspection did not show any water leakages. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.